Event description:
On (B)(6) 2013, the distributer contacted animas and reported an intermittent power issue with the pump. The pump reportedly restarted by itself from time to time. It was noted that the patient replaced the battery and the battery cap. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 04/22/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/02/2014 with the following findings: a review of the black box history revealed multiple reboots. No damage was found to battery compartment. The battery cap was not available for testing. A test battery cap was used for testing purposes. The test battery cap secured tightly to the pump. The pump was exercised for 24 hours with no power issues. The pump was opened; no damage was found to power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.